Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times. No adverse patient effects have been reported. Additional information indicates that this device was explanted and replaced; however, will not be returned. It was reported that the reason for battery depletion was due to the patient not following up with their physician to have their outputs decreased.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.